Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, it was noted that the sheath covering the balloon of the balloon trocar was partially torn. Case continued without issue. There was no reported adverse event or patient injury.